Event description:
It was reported that a pt underwent surgery to remove a component of the construct that had migrated. The surgery to remove the component was reported to have been successfully completed without complication.

Manufacturer narrative:
The explanted component was returned to the manufacturer for evaluation. Visual examination was performed. Results of the evaluation determined that the component appeared not to have been fully inserted. No conclusion can be drawn from the results of the evaluation.